Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cut of pancreas, the device did not fire. Plastic components fell into patient cavity and the pieces were remove during the procedure. There was blood loss of 200cc and expanded duration of operation time but not more than 30 minutes to remove clamp pieces, but no need for additional incision. There was no patient injury..

Event description:
According to the reporter, during cut of pancreas, the device did not fire. Plastic components fell into patient cavity and the pieces were remove during the procedure. There was blood loss of 200cc and expanded duration of operation time but not more than 30 minutes to remove clamp pieces, but no need for additional incision. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one photograph. The photo shows an instrument and a reload. The instrument has a broken distal tube housing and is fully articulated. A visual inspection of the returned product noted the distal end of the instrument shaft was broken and the articulation lever was fully articulated to the left. Due to the described conditions, functional testing was precluded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the broken shaft condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cut of pancreas, plastic components fell into patient cavity. A gesture must have been necessary to get back these pieces.